Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a cracked in the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach could damage the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6), initial reporter last name: (B)(6), initial reporter facility name: (B)(6). Initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged; further described as "that the catheter extender ruptured." This occurred during use of the device for peritoneal dialysis therapy. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.